Event description:
It was reported that during a liver resection procedure, the surgeon was drilling through the liver he noticed the tissue pad was sliding forward a bit. Then the tissue pad began to melt. The device was removed and replaced with another device. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.